Manufacturer narrative:
D3 - mfg establishment name- corrected. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that pump was found to be improperly calibrated, resulting in failure to infuse medication. Although the pump indicated a residual volume of 85 ml, 240 ml was found in the bag upon disconnection. The patient reported full sensation in the lower body despite epidural placement. The pump malfunction led to over 12 hours of missed ropivacaine delivery.

Manufacturer narrative:
E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.